Manufacturer narrative:
Concomitant medical products: 4568-53 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had chest pains. It was also reported that the right ventricular (rv) lead showed oversensing due to non physiologic artifacts. The lead remains in use. No further patient complications have been reported as a result of this event.